Event description:
It was reported by service report that the left head-end siderail outer and inner panels were damaged. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged inner and outer siderail panels.